Event description:
On (B)(6) 2023 in the evening that after the reviewing patient's x-ray of right shoulder, status post surgery - right shoulder arthroscopy, that it appeared that a metal fragment was discovered in the soft tissue. Upon a thorough investigation of this case, it was discovered that the small 5mm metal tip from the arthroscopy trocar sheath (product is from storz, ref. # 28136ds was broken. This was incidental finding during the routine post op follow up shoulder x-ray. Appears that patient was asymptomatic. The physician had been notified of this finding on (B)(6) 2023 and the patient will be scheduled to remove the metal peace shortly.